Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Device history record batch record file number (B)(4) was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. Another similar complaint was reported on the units released in july 2021. Summary of investigation no sample and no x-ray picture were received for investigation. A picture of the explanted device was returned. Picture review: on the received picture, we can see the access port housing with a ~2cm long piece of catheter connected with the connection ring and a ~12cm long piece of catheter on next to it. The rupture facies is not visible on the picture. Raw material historical review: the batch records of catheters included into the impacted device kit were verified: batches are compliant with the defined specifications and no discrepancy linked with this type of incident was observed. Raw material used for the manufacturing of catheters was compliant at receipt too. Complaints database review: the complaint data base was verified: no increasing trend for this type of incident has been highlighted. Root cause without the complaint sample for investigation and x-ray picture, no thorough investigation is possible and we cannot conclude on the real cause of the incident. Conclusion without the sample for evaluation and x-ray pictures, it is not possible to determine the root cause of this incident. However, the batch history record has not revealed failure during manufacturing process. Catheter rupture is a known complication of the access port implantation. This type of incident remains rare ((B)(4)). No corrective action is currently envisaged.

Event description:
"Tube blockage was found during nursing, and CT showed broken tube.cut the blood vessel and take out the infusion port, sample not available."